Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed to open and was not recognized on the communication bus. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a software issue. A field service engineer utilized remote access software to reboot the medstation and facilitate the completion of the windows update to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device. E.1. Initial reporter facility: (B)(6).